Event description:
This device was returned from a biotronik representative with oos documentation. The device was returned due to a stripped setscrew. The device was exchanged with a lumax 340 hf-t. No adverse events to the pt were reported.